Event description:
Thermage was notified of event in 1/2004. Pt developed linear depression under left zygoma. Follow-up in 6/2004: pt's condition has improved about 40% since onset. Dr prescribed topical retinoid (retin-a) and tazarotene (avage) and copper peptide cream. Most current follow-up in 2/2005: the pt condition continues to improve. Pt still has some linear depression.